Event description:
It was reported that during an initial implant surgery high impedance was attained on a new lead. Troubleshooting was performed in the or, pin reinsertion, and the generator ruled out as a cause of the high lead impedance. Another lead was implanted in the patient and this lead has been returned to the manufacturer and is pending completion of product analysis.